Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 500 mg/dl at the time of incident. Customer's current blood glucose was 299 mg/dl. Customer treated high blood glucose with insulin pump and manual injection or pen. Customer alleged that the insulin pump was under delivering because their blood glucose was not going down. Customer was assisted with troubleshooting. Insulin pump had passed displacement verification test. The insulin pump will not be returned for analysis.